Event description:
CUSTOMER REPORTED ABO DISCREPANCIES WHILE RUNNING FWD-ABO ASSAY ON GALILEO. RESULTS FOR DONOR SAMPLES WERE AB POS ON 4 SAMPLES THAT WERE A POSITIVE HISTORICALLY. NO PATIENTS WERE EFFECTED BY THE TEST RESULTS.

Manufacturer narrative:
Instrument images were reviewed. There was splattering of reagent and patient cell suspension on the plates, most likely due to bubbles in the reagent line. The Galileo operator manual, Chapter 9 Limitations of Use and Warnings, states: WARNING: Inspect all reagents and controls for the presence of foam before placing on the instrument. Do not vigorously agitate blood grouping antisrea or controls. Shaking will produce foam in the vial that can cause the Liquid Level Detection (LLD) feature of the pipetting system to aspirate foam rather than reagent. This will produce incorrect results or an error.